Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. It was also reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 194 mg/dl.